Event description:
It was reported that there was thought to have been a power on reset (por) on the implantable pulse generator (ipg). It was noted that the patient had been seen in clinic with an electrical reset message upon interrogation. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.